Manufacturer narrative:
Visual examination of the returned revealed the distal tip was broken. Device was sent for fracture analysis. Results found plastic deformation at the hex lobes which suggests the fractured tip underwent quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tip breaking of the mmsi final tightener cannot be determined with the information provided. However, fracture analysis results suggests the fractured tips underwent quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product (x25 final tightener, 2797-12-600, lot unknown) was used on (B)(6) 2017. The surgeon tried to loosen the screw (product code, lot code unknown) by using reported product. Then the tip of reported product was broken. The sales representative heard that the screw (product code, lot code unknown) was removed successfully.